Event description:
The account reported that they smelled something burning during a case. When they checked the lightsource, they noticed the bulb had melted. The account believes that this is the second bulb that this lightsource has melted, and the first time it almost started a little fire in the x6000.

Manufacturer narrative:
Device has been received and investigation is ongoing. Once complete, a follow-up report will be submitted.